Event description:
The hospital had ordered 2 new "junior" electrically operated beds. When delivered, it was noted that the bed has 2 accessory plug-ins for patient equipment at the foot end of the bed. These patient device accessory outlets are not labeled as to any safety concerns. This manufacturer has adult beds that have accessory outlets that require labeling for not only electrical safety but use safety such as "do not use for life saving equipment"; which indicates the outlets are not battery-supported. No such labeling was placed on the pediatric bed. It appears that the design of the bed "would indicate there was no battery" but this is presumptive knowledge on the part of the user.